Event description:
Patient presented in-clinic after receiving inappropriate shocks in response to an atrial fibrillation. Abbott technical support was contacted and upon investigation, low defibrillation impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed, however, no lead abnormalities were noted. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.